Event description:
Event description guidant received information that patient with this implantable cardioverter defibrillator (ICD) exhibited a decrease in r wave amplitude. This observation resulted in the undersensing of a ventricular fibrillation, during which time the device delivered ventricular pacing pulses into the arrhythmia. The patient became unresponsive due to the undersensing. Normal device operation is suspected at this time, as the underlying root cause for the undersensing has been determined to be the result of the decreased r wave amplitude.